Event description:
The manufacturer received information alleging a check power message occurred on a dreamstation auto device. The patient reported they had to be hospitalized the week prior as their health issues had gotten worse since not being able to use the CPAP. The patient reported using an ozone based disinfection device. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. An attempt to have the device returned for evaluation and investigation was unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer received information alleging a check power message occurred on a dreamstation auto device. The patient reported they had to be hospitalized the week prior as their health issues had gotten worse since not being able to use the CPAP. The patient previously reported using an ozone-based disinfection device. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed the following from an external and internal inspection: dust-like contamination at the air inlet of the blower box. Corrosion on the dc power jack (p4), indicative if water ingress which is addressed in CAPA inv1023. Adhesive residue on the bottom enclosure. Black dust-like contamination on the ui panel. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Manufacturer was not able to confirm the complaint or address the symptoms specified. Manufacturer was unable to get care orchestrator information. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. Unit has been corrected the manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Box h: manufacturer missed to capture remedial action init and recall number in previous report, and it has been updated in this report. Box h: device problem code, evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.